Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-feb-2020 / (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 31-aug-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was deployed up to three times due to poor sensing of r-waves. It was also reported that on the final deployment coaxial alignment of the ipg and the cone of the delivery system could not be aligned; therefore recapture of the ipg was not possible. It was also noted upon removal of the ipg and delivery system that the root part of the recapture cone was slightly deformed, and was therefore discarded. The procedure was completed with a new ipg and delivery system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID# mc1vr01-delsys. Return date: 03-apr-2019. Product event summary: the full delivery system was returned and analyzed. The analyst indicated that the lumen of the delivery system was damaged. The articulation of the delivery system was out of plane. The delivery system outer shaft was kinked. The recapture cone of the delivery system was damaged. The analyst noted that the full delivery system was returned. Visual analysis of the delivery system indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.